Manufacturer narrative:
The reported issue (it was reported that the catheter balloon burst and fell out of the patient. Balloon was pretested prior to insertion and was able to hold water. The balloon burst causing urethral trauma. Per additional information the patient required a three way catheter for irrigation. The nurse states "there were other factors so unsure if related") was confirmed. Per visual evaluation no damages along the catheter were found. During functional evaluation the balloon was inflated with 10cc of air using a syringe and it deflated. Using a syringe, the balloon was inflated with 10 cc of a mix of tap water and blue methylene, and the water came off due to a pinhole. The sample was observed under 10 x magnification and no embedded particles were found on the balloon area. Per dimensional evaluation, the catheter active length was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter balloon burst and fell out of the patient. The balloon was pretested prior to insertion and was able to hold water. The balloon burst caused urethral trauma. The patient required a three way catheter for irrigation. The nurse stated "there were other factors, so unsure if related".

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon burst and fell out of the patient. The balloon was pretested prior to insertion and was able to hold water. The balloon burst causing urethral trauma. The patient required a three way catheter for irrigation. The nurse stated "there were other factors, so unsure if related".